Event description:
It was reported that the right ventricular lead fractured and was oversensing resulting in under pacing and bradycardia. During a sleep study the patient had a slow heart rate and loss of capture on the lead was observed. Upon interrogation the following day, oversensing and high impedance on the lead was noted. The lead was capped and replaced. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.